Manufacturer narrative:
The investigation for the reported pump stop has been completed. Pump was returned for evaluation. Upon visual inspection, blood was found in the red handle. Electrical testing was performed and electrical resistance between motor lines 1&2 and 1&3 were both found to be reading out of spec approximately between 1.2 megaohms and 1.6 megaohms. Further inspection of the catheter was performed and a hole in the catheter was found at around the 31cm mark. Data logs were reviewed and rt logs at the end of the case showed that an alarm #119 pump stop occurred. Pump was able to be restarted for 3 minutes and again for 1 minute before alarm #119 occurred and pump stopped. No issues with motor current or purge observed. The root cause of the pump stop was due to an electrical short due to blood ingress into the red handle. The instructions for use referenced in the initial report is from IFU for impella 5.5 with smartassist for use during cardiogenic shock in sections: direct aortic insertion, using the automated impella controller with the impella catheter, and impella stopped.

Event description:
The user facility reported a 55-year-old male with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was that the impella 5.5 abruptly stopped and then briefly restarted but stopped again. The impella was explanted. The patient was hemodynamically stable and no harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿